Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states that when he goes into reverse the right side drive wheel does not operate.